Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there was a black foreign material on the cannula and the safety shield broke off. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there was a black foreign material on the cannula and the safety shield broke off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a device with dark foreign matter at the base of the IV cannula. Additionally, 30 retained samples underwent a visual inspection for foreign matter, and all samples passed the test as there was no foreign matter on the IV cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.